Event description:
This device was returned with oos documentation from biotronik representative. Per rep, the patient received breast implants. During her next mammogram "the device moved, causing pain." The patient had pain at implant site due to interaction with breast implants. This device replaced with another cylos dr-t.